Manufacturer narrative:
The date of event was confirmed as (B)(6) 2018.

Event description:
The customer complained of discrepant high inr results for 1 patient tested on coaguchek meter serial number (B)(4) compared to an unspecified laboratory method. The date of event was either (B)(6) 2018 or (B)(6) 2018. Clarification on the correct date has been requested but not yet provided. The patient was tested on the meter with a result of > 8.0 inr. The result from the laboratory within 1 hour was 4.9 inr. The patient's therapeutic range was not provided. The patient was not treated based on the meter result. All medical decisions were made based on the laboratory result. There was no allegation that an adverse event occurred. The customer was not aware of any hct issues for the patient. The patient is not on any other blood thinners. The patient does not have anti-phospholipid antibodies. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.